Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that during a procedure, dr had a problem of lens stuck in injector. She still managed to place the implant by recovering it and using a multiple-use injector. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was received loose in the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The lens is not present in the lens bay. The lever is moving freely but the plunger is not advancing. The device is taken apart for further evaluation. The gas canister is fully punctured. Krytox is observed on the canister neck. No problem observed with the canister o-ring. No abnormalities observed. The device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related. The product did not meet specifications. The plunger is not advancing when the lever is pressed. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).